Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116," "pacer disabled" and "defib disabled" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.